Event description:
I have the essure implant in my fallopian tubes. It has been nearly 5 years and all the sudden I have had massive pelvic pain, nausea, fatigue, fever etc. I am in the emergency room again right now due to this device effecting my body. I was never told it was an experimental device when it was implanted. I have lost days at work and lost time with my child due to me being ill. I am not a happy nor healthy consumer thanks to this product!